Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon power-up, error message 45639 was displayed, indicating a potential motor issue.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation confirmed complaint of "alarming" through power up test. Unit does not power up into mu or main mode, failing the power up test. Replace main pwa to resolve issue and motor as odometer could not be read. Replaced seals for separation. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. Device passed all testing criteria post repair.